Event description:
The pc board burned. The event happened at the users facility. No injuries were reported.

Manufacturer narrative:
The device was not returned to midmark. We are unable to make an evaluation.